Manufacturer narrative:
Conclusion: no conclusion can be drawn.complaint reviewed and analysis showed no trend for (B)(4), lot no: 027408629. Device history record reviewed. Product not returned.

Manufacturer narrative:
Investigation is not complete. The event code is addressed in the package insert. This is the same event as 1043534-2011-00054, 00055. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Event description:
Allegedly revised due to a broken liner.